Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(4) 2014 notes: it was reported that during a routine follow-up, the ventricular lead exhibited intermittent undersensing and low impedance. An insulation breach was suspected and the lead was capped and replaced. The patient would be monitored.

Event description:
It was reported that the patient presented via a merlin transmission and multiple episodes of noise reversion on the ventricular lead with possible inhibition of ventricular pacing were observed. Out of range ventricular lead impedance was also noted. No intervention was reported.